Event description:
Info received indicates the bed has no power or functions.

Manufacturer narrative:
The facilities engineer found the power cord connection pulled away from the power control module. The engineer replaced the power cord and the power control module to repair the bed.